Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited oversensing noise, resulting in pacing inhibition, and the patient was experiencing dizziness. The physician elected to explant and replace the rv lead. During surgery, insulation damage was noted on the rv lead. The rv lead was explanted and replaced with a new lead. The patient¿s condition remained stable.

Manufacturer narrative:
The reported events of low pacing impedance, insulation damage, and sensing noise were confirmed. Only distal portion of the lead was returned in one piece with the helix retracted and clogged with blood. Visual inspection of the lead found damaged outer insulation consistent with procedural damage. Destructive analysis found the inner insulation was abraded at the distal region. The cause of the reported events was due to procedural damage to the outer insulation and abraded inner insulation.

Event description:
New information received indicates that the right ventricular (rv) lead also exhibited low pacing impedance.